Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), arthralgia ("right hip pain") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, arthralgia and dysmenorrhoea outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: 1 and 2 trailing coils seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: medical record received: case was upgraded to serious incident. Previously reported event "injury to herself" updated to pelvic pain female. Events menorrhagia, right hip pain and dysmenorrhea added reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.